Event description:
It was reported that a minimum fill notification occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. The customer re-loaded the cartridge to resolve the issue.